Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg system was explanted due to sepsis/systemic infection. The system was not replaced. No further patient complications have been reported as a result of this event.